Event description:
It was reported that approximately one week post implant the leadless implantable pulse generator (ipg) exhibited possible under-sensing of the atrial events occurring, pattern of markers is am, ve-vp, with some complexes. It was further reported that no am markers were noted on the leadless ipg. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.